Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-55: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Adverse event report is being submitted due to customer contacting doctor due to meter results. Manufacturer contacted customer in a follow-up call on (B)(4) 2020 to ensure the customer's products resolved the initial concern - able to establish contact with customer and stated she obtained a new meter. Customer declined replacement.

Event description:
Consumer reported complaint for high blood glucose test results. Customer was concerned with meter to meter comparison results of 321 mg/dl using truemetrix air meter and 197 mg/dl using another device (fire station). When technician contacted customer via telephone, customer stated that she had called her doctor due to the high result(s) obtained and the doctor had called in a prescription for a new meter. Customer declined a replacement and had disconnected the call. No further information was able to be obtained.

Manufacturer narrative:
Sections with additional information as of 28-aug-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.